Event description:
It was reported that the implantable cardiac monitor had an episode of fast ventricular tachycardia, possibly due to electromagnetic interference. The icm was explanted and replaced due to an upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.